Manufacturer narrative:
The device was returned to the manufacturer for repair. The service records indicate the device is 15 years old and has only been in 2 times for repairs. The last repair was on (B)(6) 2009, for a non related issue. A visual inspection found that the motor was out of specification. In addition, the device was found to be out of calibration at the graft setting. The zimmer air dermatome instruction manual states the air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer air dermatome took a full thickness graft which has to be sutured. Additional info received through clinical follow up on (B)(6) 2011, with the hospital indicated that an additional graft was harvested to complete the case.